Event description:
Philips received a complaint on the device efficia dfm100 indicating that in the checks performed, it was detected that the system was broken due to the physical impact of external spoons and it could not shock as an electrical and mechanical failure occurred. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Update: the field service engineer (fse) evaluated the device onsite at the customer's location and determined that the external paddles of the system were broken due to physical damage by the user. Due to mechanical and electrical failure, the device could not deliver a shock. However, the device has reached the end of its lifetime, and philips recommends removing it from service. The device is not available for investigation. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the external paddle due to user damage. The root cause could not be confirmed. However, the reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided with information about the device's out-of-warranty status. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100 device, indicating that the device was defective. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely and determined that the external spoon of the system was broken. A field service engineer visit is required to confirm the fault detection. Hence, we are waiting for the customer's quote confirmation. The device has reached the end of its lifetime. Philips recommends removing the device from service. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the external paddle. The root cause could not be confirmed. However, the reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided with information about the device's out-of-warranty status. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100 device, indicating that the device was defective. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290